Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported tubing separation. Verbatim: rn attempted to initiate heparin drip, when placing IV tubing into the alaris pump the tubing broke. Delayed procedure by 5 min. Heparin leaked out of the pump tubing on to the floor.

Manufacturer narrative:
One photo taken by the customer verifies the separation of the tubing from just above the silicone segment. The most potential root cause that generates the separation in the tubing/upper fitment engagement is lack of solvent applied to the tubing due an omission of inserting the tubing to the solvent dispenser since production personnel did not follow correctly the assembly procedures. Lot reported was manufactured on november 2025 before actions implemented for a similar condition reported. Quality alert was displayed on dec 04th, 2025, to communicate to the personnel involved in the assembly process of model 2420-0007 regarding the condition reported. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.